Manufacturer narrative:
The current instructions for use (IFU) contains the following: "contraindication - the invisalign system is contraindicated for use in patients with the following condition: active periodontal disease" and "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The potential root cause of this event could have been that the tooth movement programmed aggravated the pre-existent periodontal condition. Align's clinical review of available records indicate that tooth #15 has a root canal with a very extensive restoration. The patient had a tooth extraction (permanent impairment of a body structure), and the invisalign system aligners were being used at time of event, and therefore this event is being filed as an MDR per 21 cfr 803.

Event description:
The treating doctor reported that the patient had a tooth loss (tooth #15). The patient is still wearing the invisalign treatment. No additional information is available at this time.